Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery of meniscus repair, the needle was fractured during use. The fractured piece was retrieved from the patient's body by arthroscopy technique. There was a surgical delay of 30 minutes. No additional patient consequences were reported.

Manufacturer narrative:
(B)(6). The lot number for this device is unknown, but one of the following: lot#114430 (manufacturing date: feb 27, 2020 / expiration date: feb 27, 2025) or lot#149210 (manufacturing date: mar 3, 2020 / expiration date: mar 5, 2025) reported event was confirmed as visual examination of the returned product/provided pictures identified the tip of the device is fractured and one anchor was returned in the tip of the fractured piece. Fracture analysis identified the juggerstitch curved needle insert sample is suspected to have fractured due to bending overload. Fracture surface showed smeared surface, biological debris and few indications of ductile overload dimples. There were no indications of crack initiation due to biological debris and smearing on the insert fracture, which obscured the evidence. Ductile overload sheared dimples identified in a non-smeared region. Eds semi-quantitative elemental analysis of the juggerstitch curved needle insert showed that it was consistent with 17-7 ph stainless steel. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery of meniscus repair, the needle was fractured during use. The fractured piece of needle was retained in the patient's body temporarily. But, the surgeon noticed that the fractured piece of needle was retained in the patient's body when he checked the x-ray photo after the surgery. So, he removed it from the patient's body immediately by arthroscopy technique. No further event information available at the time of this report.